Event description:
It was reported the device was used during an unknown procedure. It was reported the device fired okay the first time but would not fire with reload for the second firing. 06/16/1998 no further info available regarding completion of case. There was no consequence to the pt.